Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and suprarenal aortic extension. The patient was transferred from another hospital and diagnosed with a type 3b endoleak. Patient is in stable condition. Secondary has been scheduled.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following were confirmed; endoleak type iiib repaired with a main body stent. Additionally there was no evidence to reasonably support the following observations; endoleak type ii of multiple patent lumbar, and distal suprarenal stent movement. The clinical assessment was based on adequate patient medical records, and adequate patient images. Based on the information available the root cause of the reported event is unknown. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label, and patient anatomy. Further investigation of this complaint event can be found under: CAPA (B)(4).

Event description:
Additional information : secondary was done as scheduled on (B)(6) 2016. A bifurcated device was used to re-line and resolve 3b issue, and patient is doing well.